Event description:
It was reported to philips that the device's battery was not charging. There was no patient involvement.

Event description:
It was reported to philips that the device's battery was not charging. There was no patient involvement. Device returned to fa lab for evaluation. Per fa lab" reported problem could not be verified in lab - the battery, received without any charge, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally.